Event description:
It was reported that during a da vinci hysterectomy surgical procedure, the jaw of the fenestrated bipolar forceps instrument broke off and fell into the patient. The tan plastic piece that covered the jaws also broke off into the patient. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint. The initial reporter confirmed that fragments from the fenestrated bipolar forceps instrument fell into the patient. The fragments were retrieved laparoscopically during the same da vinci surgical procedure. No additional medical intervention was required to retrieve that fragments. The planned surgical procedure was completed. The patient has not returned to the hospital due to experiencing any post surgical complications as a result of the fragments falling into the patient. There was no adverse event, harm or injury to the patient.

Manufacturer narrative:
The instrument has not been returned for evaluation. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.